Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 1 of 2: ref MFR report: 3006705815-2019-00660. It was reported the patient did not receive effective therapy due to high impedances following a fall. As a result, the patient's lead was explanted and replaced. Patient now has effective therapy. It is unknown which lead was replaced, therefore both leads are being reported.